Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® lithium heparin blood collection tubes there was an issue with sharp molding defect. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer® lithium heparinn blood collection tubes there was an issue with sharp molding defect. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for a burr on the shield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and, based on this review, there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode related to a burr on the holder with the incident lot were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.